Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). The device burned the patient.

Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service (ats) department. The handpiece with the (B)(4) was manufactured in 2008. Several repairs can be found in the system. The last repair took place in september of 2017. The failure analysis showed that it is not possible to insert a tool in the handpiece. The interior as well as the ball bearings are soiled. Furthermore, the ball bearing at the top of the handpiece is broken, but still the handpiece has been used. Therefore the tip of the tool holder has been damaged. We assume that the broken ball bearing is combination with an overload situation led to the overheating of the handpiece. Conclusion and root cause: the failure is most probably handling/reprocessing related. No CAPA is necessary.